Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up for device evaluation: two photos were provided to our quality team for investigating. Upon inspection, the plunger is visibly bent, verifying the reported concern. A review of the device history record for lot 2410003 found no non-conformances or deviations during production that could be linked to this observation. Six retained samples from batch 2410003 were inspected, with no plunger damage observed. Testing was performed in attempt to reproduce the reported bending. Manual pressure was applied, no damage or deformation occurred. Protective measures are in place throughout the manufacturing area, including impact-reducing curtains at the rod drop zone, to minimize the risk of damage. Although no direct cause was identified, the damage appears to have resulted from the movement or jamming of the product within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Entry description: plunger breakage while using.